Manufacturer narrative:
A customer support engineer (cse) inspected the device and verified the malfunction. The cse found the ventilator had no flow with the ac indicator lamp not illuminating. The cse replaced the power supply. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test and is operating according to product specifications. A service history review has been performed for the above listed serial number by the manufacturer. No similar events were found in the service history record. As additional patient information is obtained a supplemental report will be issued. (B)(4).

Event description:
A report received from the USA stated the 840 ventilator experienced severe occlusion with th eac indicator lamp no illuminating. The status and condition of the patient is currently being investigated. As additional patient information is received a supplemental report will be submitted.